Event description:
It was reported that during the implant procedure, the lead helix took 14-16 turns to extend and when extended, it extended abruptly. Helix was extended and retracted multiple times and was very jerky each time. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned for analysis and no anomalies were found.